Event description:
It was reported to medtronic neurosurgery that a patient was implanted with an lp shunt, (B)(4), a stepdown connector, and a lumboperitoneal catheter. According to the report, csf was flowing, but ventricle volume did not reduce. The lp shunt was explanted and a vp shunt was implanted.

Manufacturer narrative:
The returned lumboperitoneal catheter measured 12.75". The catheter was patent and passed the leak check. It is unknown what caused or contributed to the reported event. A review of the manufacturing records showed no anomalies.